Event description:
As reported, during a cystolitholapaxy, the distal end of an open-end flexi-tip ureteral catheter separated while in the patient. The separation was discovered by the surgeon under direct visualization. The separated segment of the device was "retrieved" from the patient by unknown means. A section of the device did not remain inside the patient¿s body. Additional event information has been requested.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Event description: as reported, during a cystolitholapaxy, the distal end of an open-end flexi-tip ureteral catheter separated while in the patient. The separation was discovered by the surgeon under direct visualization. The separated segment of the device was "retrieved" from the patient by unknown means. A section of the device did not remain inside the patient¿s body. Investigation - evaluation: reviews of complaint history, device history record (DHR), instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record found no non-conformances related to the reported failure mode. The pull test report in the work order was reviewed and the lot was confirmed to have passed pull testing. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. Cook has concluded that controls are in place to assure functionality and device integrity prior to shipping. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions avoid bending or kinking the catheter prior to placement. Doing so could damage the integrity of the catheter and result in patient injury. If you encounter resistance while advancing or withdrawing the catheter, stop. Determine the cause of the resistance before proceeding. Do not withdraw catheter while deflected in cystoscope/endoscope. A cause for the complaint could not be established. It was not possible to rule out inadvertent user/procedural issues as information regarding device handling and/or manipulation prior to or during use by the user is unknown. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Information was available, but inadvertently not reported in our initial medwatch report: the physician had mentioned that he had experienced the reported issue previously, but no details on this other event are available.